Event description:
Reporter indicated that the "clip on her pager magnet did not work" for her when she swiped with the magnet. Further information received from the patient indicated that the problem was not a broken clip, but that the magnet actually did not work when they "ran it across her chest". New set of magnets were sent to patient. Patient reports that the new magnets are working for her, indicating that her magnet mode stimulation is working. Magnet failure is suspected. Requested that old magnets be returned for analysis. To date, cyberonics has not received the magnets

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.